Manufacturer narrative:
The 2mm drill bit long, 1405-2021 is provided to customers within a sterile kit (sk-12) and marked single use. The UDI referenced is for the sterile kit, sk-12, the product is distributed within. The device was returned and the evaluation concluded that the break was a result of bending forces on the device most likely caused by the user during drilling. Device history record for the 1405-2021, lot 2641201 was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was determined on (B)(6) 2017 that a 2mm drill returned to the company on (B)(6) 2016 was utilized in a case on (B)(6) 2016 that resulted in the drill breaking during drilling. The tip of the drill was implanted in the patient. There were no other reported patient outcomes and no plan for revision.